Event description:
The customer reported via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose was 36 mg/dl. The customer was treated with v8 juice. The customer declined to troubleshoot and stated that she will call back.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.